Event description:
It was reported that the implant site of the patient was not healing. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months before the explant date prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, (B)(6).